Manufacturer narrative:
It was reported that the device was disposed of and is not available for analysis; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If there is any further relevant information received, a follow-up report will be filed.

Event description:
The kidney end of the wire unraveled at the tip. No pieces left in the patient. Device user was having difficulty placing stent over wire.

Manufacturer narrative:
Updated to include the operator of device.